Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl and 50 mg/dl. The customer stated that they treated the low blood glucose with juice. The customer's blood glucose was 584 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was exposed to x-ray. The customer performed troubleshooting for high blood glucose and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.